Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed in the fundus of stomach on (B)(6) 2020. According to the complainant, prior the procedure, it was found that the sixth band was stuck and could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly, ligator head and irrigation tube were returned with the device. It was possible to observe per an initial condition of the device that the customer did not remove the slack from the trip wire during the initial setup. The handle assembly did not present any visible damage. It was also noted that the trip wire was partially rolled in the handle assembly; however, the trip wire was bent in several locations and it was not secured in the handle slot when received. A crimp was present on the tripwire and the suture was intact. It was noted that the ligator head was returned with two bands attached to it; however, the bands were overlapped to each other, indicating the deployment failure. Additionally, the suture hole did not have any visual damage and the ligator head teeth was not damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the trip wire was not properly secured in the handle slot and the the slack was not removed properly as indicated in the step 4, 7, 8 and in figure 6a.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed in the fundus of stomach on (B)(6) 2020. According to the complainant, prior the procedure, it was found that the sixth band was stuck and could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.